Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.